Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, lens was explanted in initial procedure due to microscopic nic in the center of the iol. The procedure was completed with another iol. There was no patient harm. Patient symptoms were resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.10. Additional information was provided in h.3., h.6. And h.11. The product was not returned. All product and batch history records are quality reviewed prior to product release. A non-qualified company cartridge and non-qualified viscoelastic were used with a qualified handpiece. The company lens is only approved for use in the specific company cartridges. The root cause for the reported event of a microscopic nick in center of the iol(intraocular lens) is most likely related to failure to follow the IFU (instructions for use). A non qualified cartridge and non-qualified viscoelastic were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The reporter indicated that the company 22.5 diopter lens was removed and replaced with an identical lens model and diopter (company 22.5 diopter) lens. The reporter also stated that the patient did very well with the replacement lens (same style/size). They noted that they do not have the sample as it was cut into small pieces and discarded. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).